Event description:
On (B)(6) 2010, it was reported to boston scientific corporation that a prolieve thermodilation system kit was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, during the first attempt to place the prolieve catheter, the device was not placed correctly. The physician reinserted the prolieve catheter and completed the case. Post procedure the patient experienced excess bleeding from the urethra. The physician placed a foley catheter and because the patient lived alone, the patient was admitted to the hospital overnight for observation. The nurse reported a blister near the scrotum that she popped and cleaned. The patient was sent home the next day (B)(6) 2010 as the bleeding had lightened up. The patient was returning on (B)(6) 2010 for foley catheter removal and to be scoped. The physician confirmed that there was no injury to the urethra, and the patient received no further treatment. The patient's condition was reported as fine.